Event description:
Recalled mesh was used on pt on (B)(6) 2006. Pt had mesh surgically removed on (B)(6) 2007 due to ring / coil around the mesh broke and perforated the pt's bowel and he developed a fistula.